Event description:
It was reported that the left ventricular lead was t-wave oversensing. The lead was reprogrammed and is still in use. The patient is enrolled in the systems longevity study. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.